Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated a chip in adhesive area between the acoustic lens and the ultrasound probe was found. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date from the legal manufacturer's final investigation. Updated fields: h2, h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.